Manufacturer narrative:
The unit had unresponsive buttons due to a flattened and creased esc and act button dome switch. The unit did not perform the rewind test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, or the displacement test or verify the bolus history due to unresponsive buttons. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.